Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not detect the reservoir. The customer's blood glucose level was 121 mg/dl. The customer stated that the insulin pump showed load reservoir alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test and basic occlusion test. Unable to fill with water filled reservoir during occlusion test due to broken motor slide tip.